Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as a reuse of equipment and caregiver change. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with injection amikacin (250mg; frequency, duration, and route not reported) and intraperitoneal cefazolin (500mg in each bag; frequency and duration not reported) for the peritonitis. It was not reported if the patient was retrained on proper aseptic technique. It was reported that the patient completed all the antibiotics and recovered from the peritonitis. Dianeal therapy was ongoing. Additional information is not available at this time.